Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The customer¿s complaint was not confirmed. Lamp ignition was found to be functioning normally. However, the service technician found a non-olympus lamp was in-use and causing the light output to be out of specification. The lamp needed to be replaced. The device has been in-use for over 10 years, so it is assumed the parts of the light source have deteriorated due to normal wear. Alternatively, it is presumed that the lamp has failed because a non-olympus lamp was installed and used for more than 200 hours. There is a warning in the device¿s instructions for use, ¿never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or fire.¿ the device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
A biomedical engineer at the user facility reported to olympus that the lamp was not lighting. The issue was identified while preparing the device for use. There was no patient involvement.